Event description:
It has been reported to co that during the procedure the manometer of this device was defective. Reportedly, the manometer "did not work when it was deflated" the device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.